Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated as (B)(6) 2016. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a narrow proximal right coronary artery that was 80% stenosed. On (B)(6) 2014, the patient presented with discomfort in the precordial area. Therefore, a 3.5 x 38 mm xience xpedition stent was implanted in the lesion, and the patient was discharged on (B)(6) 2014. Then, in (B)(6) 2016 and (B)(6) 2017, the patient was re-hospitalized for angina. Computed tomography records were not mentioned; however, conservative treatment was provided. The patient was discharged after recovery at an unknown date. According to the physician, the relationship between the event and the device is unknown. The patient is stable with occasional angina. No additional information was provided.